Event description:
The issue was found prior to a therapeutic ureteroscopy laser lithotripsy. There was an approximately 10-minute delay while the patient was already asleep. The procedure was completed with a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information provided by the customer. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure such as a faulty e-stop switch. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the powered laser surgical instrument had a system error, requiring restart. There were no reports of patient harm.